Event description:
It was reported that the patient complains that the impressions of sounds has become worse over the vorp since the first activation in (B)(6) 2009. A bad coupling of the fmt to the auditory ossicle chain is suspected. A repositioning of the fmt is planned for (B)(6) 2010.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.